Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, over the last 24 hours, the product was replaced due to a cuff leak. It was noticed that the ett was extra flimsy at the hub.